Manufacturer narrative:
According to the hill-rom investigation, the upper control board was replaced but the nurse call was not enabled. Hill-rom tech support walked the customer through the process of enabling the nurse call function.

Event description:
Information received indicated the nurse call function is not operating.